Event description:
The facility returned the device for service. During service the baxter repair technician noted a faulty air in lin printed circuit board. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
The facility representative reported failure code 814:04. Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) values were found to be out of specification. The ail pcb was replaced. The reported condition of a defective air in line printed circuit board (ail pcb) will be closed.